Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the cartridge was not sliding onto the pump properly. Reported the cartridge looked like it was "coming off" the pump after completing the load process. The customer's blood glucose (bg) level was elevated however, no specific value was provided. A manual injection and bolus via the pump were delivered to address bg level. Reportedly the customer would continue to use the pump for insulin therapy. The customer also had manual injection supplies available.